Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 248.9 mcg/day) via an implanted pump. The indication for pump use was post spinal cord injury and intractable spasticity. On (B)(6) 2016 a motor stall was seen at initial interrogation. The patient had not recently had an MRI or been exposed to magnets. The pump logs indicated that the pump stalled 12 hours ago and there was no recovery message appearing in the logs. Re-interrogation of the pump did not result in a recovery message. No patient symptoms were reported. The stall did not recover. The pump was replaced the next day. The cause of the motor stall was unknown.